Event description:
It was reported that the lead dislodged. The lead was ex- planted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported the sensing decreased over time, while the lead impedance was always in range. X-ray showed no dislodgement of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.